Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found that the device had a broken bottom case tamper seal, device had cracked on top case by the tube holders and cracked on the right plunger case and battery door. The device's event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, the device was powered up. Upon power up, no force sensor error was found at power up to replicate reported issue but unable to calibrate the force sensor. The force sensor and plunger cable were not operating as intended. To resolve the issue, the force sensor and plunger cable were replaced. The cause of the issue was attributed to a combination of the force sensor and plunger cable not operating as intended. The root cause could not be established. Force sensor and plunger cable were replaced and passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact code updated.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad force sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.